Manufacturer narrative:
D4 UDI: (B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. The product will continue to be monitored and tracked. H3 other text : single use device discarded.

Event description:
The consumer reported accidental exposure to the reagent provided with the binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer reported that reagent was added to the nasal swab prior to collecting the nasal sample. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Event description:
The consumer reported accidental exposure to the reagent provided with the binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer reported that reagent was added to the nasal swab prior to collecting the nasal sample. The consumer confirmed there was no harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
D4 UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use device discarded.